Event description:
It was reported that the patient presented to the emergency room (ER) for pounding in chest. Upon interrogation of this pacemaker, it was found to be in safety mode. It was noted that the patient was feeling intermittent pectoral stimulation by the pacing from this pacemaker while in the unipolar sensing configuration. This device was explanted and replaced with a new pacemaker. No additional adverse patient effects were reported. As of today, this product has not been returned to boston scientific for additional analysis.

Event description:
It was reported that the patient presented to the emergency room (ER) for pounding in chest. Upon interrogation of this pacemaker, it was found to be in safety mode. It was noted that the patient was feeling intermittent pectoral stimulation by the pacing from this pacemaker while in the unipolar configuration. This device was explanted and replaced with a new pacemaker. As of today, this product has not been returned to boston scientific for additional analysis. Later, this product was received by boston scientific and full investigation was conducted.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e0629. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance resulted in the system resets due to temporary high-power consumption (during telemetry or other higher power device operations) and subsequent reversion to safety mode operation. Boston scientific has issued a field safety notice regarding ingenio extended life (el) and cardiac resynchronization therapy pacemaker (crt-p) devices that may exhibit this behavior. This particular device is included in the high impedance in ingenio extended life (el) pacemaker and crt-p advisory population.

Event description:
It was reported that the patient presented to the emergency room (ER) for pounding in chest. Upon interrogation of this pacemaker, it was found to be in safety mode. It was noted that the patient was feeling intermittent pectoral stimulation by the pacing from this pacemaker while in the unipolar sensing configuration. This device was explanted and replaced with a new pacemaker. As of today, this product has not been returned to boston scientific for additional analysis. Later, this product was received by boston scientific and full investigation was conducted.